Event description:
It was reported that the right ventricular lead dislodged and exhibited loss of capture and oversensing. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Please retract this report 2017865-2013-04855. The same issue was reported as 2017865-2013-04784.